Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An attempt was made to close the clip more and a click sound was heard. The cds could not be retracted into the sgc; therefore, the clip was kept on the distal end of the soft tip, and the devices were retracted. When the clip was just under the iliac vein bifurcation and above puncture place of femoral vein, it was no longer possible to keep the clip attached to soft tip and clip arms changed to the inverted position. Different attempts were made to close the clip but was impossible. After the devices were removed, the grippers were noted to be damaged and tissue was seen on both grippers. It was thought that the grippers caused damage to the iliac vein during the movements. Bleeding of the right iliac vein was observed and the patient was hypotensive. A balloon was used to stop the bleeding and a 16 x 82 mm covered stent graft was implanted. Bleeding was still present in the superficial femoral artery; therefore, an 8 x 38 mm covered stent was implanted for treatment. Patient experienced hemodynamic instability and severe bleeding; therefore, blood transfusion and inotropic medication were given to stabilize the patient. There was a clinically significant delay in the procedure, and the procedure was discontinued. The mr remained at 4. The patient was transported to ICU after the procedure and currently stable. No additional treatment is planned for the patient. No additional information was provided. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system device referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) with the second clip (61212u212). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted reducing mr to 3+. A second clip, (61212u212) was implanted lateral to first clip, and mr was reduced to 2-2+. After deployment, the second clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda), and the mr increased to 4. A third clip delivery system (cds 61212u169) was advanced to the mitral valve for treatment. On the first grasping attempt, the clip did not open. After the lock lever was pulled past the blue line, the clip opened. During the second grasp, a click/scratch sound was heard when closing the clip. During the third grasp, there was a hard stop when turning the arm positioner, and the clip arms would only close to 40 degrees. The clip was inverted and retracted to left atrium (la). The clip was able to be opened, but the clip would not close. A final attempt was made to close the clip, and the clip was able to close to about 20 degrees with a lot of resistance. The clip was retracted to the tip of the steerable guide catheter (sgc), and thought to become caught on the guide tip.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While there was no change in mitral regurgitation (mr) grade, the reported patient effect of worsening mr, as listed in the electronic mitraclip system IFU is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.